Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse states that they have been trying to cool liver failure patient for the last 34 hours and device does not seem to be cooling the patient. Patient height was 5'7', weight was 170 lbs and full pad coverage noted. Patient temperature was 101.3f, target temperature was 98.6f, water temperature 85.1f, flow rate was 2.4 l/m. Walked through the accessing event log. Alert 113 (reduced water temperature control) given 4 times this morning. Placed in manual control at 39.2f (nurse states that is as low as the device will go). Temperature (t1) 84.7f, temperature (t2) 84.6f, temperature (t3) 84.6f, temperature (t4) 84.9f, water flow rate was 2.9 l/m, inlet pressure was -7 psi, circulation pump command was 86%, mixing pump command was 100%, system hours was 1480.4 pump hours was 1286.8. Advised nurse to drain pads, swap out device and send to biomed. Nurse noted that they have another device that can be used. Per follow up 1 on (B)(6) 2020 via nurse, they swapped the device to complete therapy and sent the first device to biomed. Per follow up 2 (B)(6) 2020 via biomed, spoke with tech support and will go with the replacement plan like replacing the mixing pump, valves etc. Per evaluation findings, the molded chiller pump outlet tube had encrusted material around the inlet to the chiller tank. The tube was bent in such a way as to partially obstruct the flow of water to the chiller tank. This tube would need to be replaced. Tank seals were found to be torn and lifted from the tank when the pumps were lifted off the tank which would need to be replaced. The double bend tube from the tank to the manifold and the chiller tank outlet to tank tubes had expanded and need to be replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse states that they have been trying to cool liver failure patient for the last 34 hours and device does not seem to be cooling the patient. Patient height was 5'7', weight was 170 lbs and full pad coverage noted. Patient temperature was 101.3f, target temperature was 98.6f, water temperature 85.1f, flow rate was 2.4 l/m. Walked through the accessing event log. Alert 113 (reduced water temperature control) given 4 times this morning. Placed in manual control at 39.2f (nurse states that is as low as the device will go). Temperature (t1) 84.7f, temperature (t2) 84.6f, temperature (t3) 84.6f, temperature (t4) 84.9f, water flow rate was 2.9 l/m, inlet pressure was -7 psi, circulation pump command was 86%, mixing pump command was 100%, system hours was 1480.4 pump hours was 1286.8. Advised nurse to drain pads, swap out device and send to biomed. Nurse noted that they have another device that can be used. Per follow up 1 on (B)(6) 2020 via nurse, they swapped the device to complete therapy and sent the first device to biomed. Per follow up 2 on (B)(6) 2020 via biomed, spoke with tech support and will go with the replacement plan like replacing the mixing pump, valves etc. Per evaluation findings, the molded chiller pump outlet tube had encrusted material around the inlet to the chiller tank. The tube was bent in such a way as to partially obstruct the flow of water to the chiller tank. This tube would need to be replaced. Tank seals were found to be torn and lifted from the tank when the pumps were lifted off the tank which would need to be replaced. The double bend tube from the tank to the manifold and the chiller tank outlet to tank tubes had expanded and need to be replaced.